Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found damage after removing the tip cover and referred to the wrist cable. The customer identified in the monopolar curved scissors (mcs) instrument broken cables. The backup was used. Five lives have been left on it. The procedure was completed with no reported injury.